Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 30-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 1 year 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet was received and the following information was provided: patient¿s date of birth; essure was inserted for permanent birth control by bilateral occlusion of the fallopian tubes and was removed by unilateral salpingo-oopherectomy. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), helicobacter infection ("infection (other) describe: helicobacter pylori"), abscess ("abcess under left arm"), rectal haemorrhage ("gastrointestinal or digestive system condition type: rectal bleeding") and bipolar disorder ("bi-polar") in a 30-year-old female patient who had essure (batch no: b82482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, low back pain, weight gain, dyspnea, wheezing, allergic rhinitis, asthma, uterine infection, burning micturition, vaginal discharge, depressed mood, gerd and seizures. Concomitant products included omeprazole, salbutamol sulfate (proair hfa) and valproic acid. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced weight decreased ("weight gain/loss specify which one: weight loss"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweat"), urinary tract infection ("infection type:urinary tract infection/(bladder/urinary tract/vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, 1 year 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced helicobacter infection (seriousness criterion medically significant), abscess (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral salpingo-oopherectomy/surgery (other) type of surgery: abcess removal under left arm,) and surgery (removal of abcess under left arm). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia and abdominal pain had resolved and the helicobacter infection, abscess, rectal haemorrhage, bipolar disorder, mood swings, night sweats, urinary tract infection, female sexual dysfunction, anxiety, depression, panic attack, migraine, headache, nausea, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, abscess, alopecia, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, helicobacter infection, menorrhagia, migraine, mood swings, nausea, night sweats, panic attack, pelvic pain, rectal haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: need for additional surgery discrepancy of date(s) of removal: on (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in 2014: total bilateral occlusion. On (B)(6) 2014 to on (B)(6) 2016 (as written). History: status post essure placement. Technique: xr hysterosalpingograph. Findings: a single essure device is noted adjacent to each uterine cornua. The proximal marker of each inner coil is seen within an acceptable distance from its respective cornua. There was no opacification of any portion of either fallopian tube and no contrast is seen free in the pelvis. Impression: 1. No endometrial abnormalities identified. 2. Successful bilateral tubal occlusion status post essure placement. On (B)(6) 2014, underwent ultrasound that was normal with bilateral essure coils in place on (B)(6) 2015 underwent hsg that showed bilateral occlusion and normal endometrium. On (B)(6) 2015, surgical pathology report: organ or tissue: left fallopian tube, essure. Final diagnosis: a. Left fallopian tube, salpingectomy: benign fallopian tube with focal fibrosis and foreign body giant cell reaction. B. Essure coil fragments (gross only). Clinical information: status post essure on (B)(6) 2014, llq pain since placement. Left salpingectomy, removal of essure from left fallopian tube. /dmm gross description: "essure" and consists of three fragments of coiled metal wire measuring 0.2, 0.7, 2.0 and 6.5 cm in greatest dimension. On (B)(6) 2015, findings: normal appearing ovaries and fallopian tubes bilaterally with no evidence of extrusion of either essure device. Normal appearing uterus. On (B)(6) 2015 (CT abd+pelvis w contrast) status post removal of essure and left salpingectomy with severe lower abdominal pain. Findings: a right-sided essure device is still seen in place. The patient only had removal of the left essure device. Impression: 1. Small amount of postoperative free air. 2. Heterogeneity of the endometrium likely related to blood products (patient is spotting). 3. No acute abnormality seen. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received. Her demographic was added. Essure lot no added. Concomitant condition added. Concomitant medication added. Lab data added. Following event : infection (other) describe: helicobacter pylori, gastrointestinal or digestive system condition type: rectal bleeding, bi-polar, hormonal changes describe: mood swings, night sweat, abnormal bleeding (vaginal), menorrhagia, infection type: urinary tract infection/(bladder/urinary tract/vaginal), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, depression, panic attacks, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abscess under arm, fatigue, weight gain/loss specify which one: weight loss, hair loss, abdominal pain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), helicobacter infection ("infection (other) describe: helicobacter pylori"), subcutaneous abscess ("abcess under left arm"), rectal haemorrhage ("gastrointestinal or digestive system condition type: rectal bleeding") and bipolar disorder ("bi-polar") in a 30-year-old female patient who had essure (batch no. B82482) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain, low back pain, weight gain, dyspnea, wheezing, allergic rhinitis, asthma, uterine infection, burning micturition, vaginal discharge, depressed mood, gerd and seizures. Concomitant products included omeprazole, salbutamol sulfate (proair hfa) and valproic acid. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight decreased ("weight gain/loss specify which one: weight loss"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweat"), urinary tract infection ("infection type:urinary tract infection/(bladder/urinary tract/vaginal)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On an unknown date, 1 year 7 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced helicobacter infection (seriousness criterion medically significant), subcutaneous abscess (seriousness criterion medically significant), rectal haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (unilateral salpingo-oophorectomy/surgery (other) type of surgery: abcess removal under left arm,) and surgery (removal of abcess under left arm). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia and abdominal pain had resolved and the helicobacter infection, subcutaneous abscess, rectal haemorrhage, bipolar disorder, mood swings, night sweats, urinary tract infection, female sexual dysfunction, anxiety, depression, panic attack, migraine, headache, nausea, vaginal discharge and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, bipolar disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, helicobacter infection, menorrhagia, migraine, mood swings, nausea, night sweats, panic attack, pelvic pain, rectal haemorrhage, subcutaneous abscess, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: need for additional surgery discrepancy of date(s) of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2014: total bilateral occlusion. (B)(6) 2014 to (B)(6) 2016 (as written). History: status post essure placement. Technique: xr hysterosalpingography. Findings: a single essure device is noted adjacent to each uterine cornua. The proximal marker of each inner coil is seen within an acceptable distance from its respective cornua. There was no opacification of any portion of either fallopian tube and no contrast is seen free in the pelvis. Impression: 1. No endometrial abnormalities identified. 2. Successful bilateral tubal occlusion status post essure placement. In (B)(6) 2014, underwent ultrasound that was normal with bilateral essure coils in place. (B)(6) 2015 underwent hsg that showed bilateral occlusion and normal endometrium. (B)(6) 2015, surgical pathology report: organ or tissue: left fallopian tube, essure. Final diagnosis: a. Left fallopian tube, salpingectomy: benign fallopian tube with focal fibrosis and foreign body giant cell reaction. B. Essure coil fragments (gross only). Clinical information: status post essure (B)(6) 2014, llq pain since placement. Left salpingectomy, removal of essure from left fallopian tube. /dmm gross description: "essure" and consists of three fragments of coiled metal wire measuring 0.2, 0.7, 2.0 and 6.5 cm in greatest dimension. (B)(6) 2015, findings: normal appearing ovaries and fallopian tubes bilaterally with no evidence of extrusion of either essure device. Normal appearing uterus. (B)(6) 2015 (CT abd+pelvis w contrast) status post removal of essure and left salpingectomy with severe lower abdominal pain. Findings: a right-sided essure device is still seen in place. The patient only had removal of the left essure device. Impression: 1. Small amount of postoperative free air. 2. Heterogeneity of the endometrium likely related to blood products (patient is spotting). 3. No acute abnormality seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (had surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.